Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a (B)(6) female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 5 months after insertion of essure. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a 44-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 5 months after insertion of essure. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('uterine perforation') and perforation ('perforation other organs') in a 44-year-old female patient who had essure (batch no. 50688851, 50686226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), fallopian tube perforation (seriousness criteria hospitalization and medically significant), uterine perforation (seriousness criteria hospitalization and medically significant), perforation (seriousness criteria hospitalization and medically significant), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("genital bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood swings ("mood swing"), anxiety ("anxiety / mental anguish"), the first episode of depression ("depression") and the second episode of depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood swings and the last episode of depression outcome was unknown and the anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood swings, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation, weight fluctuation, the first episode of depression and the second episode of depression to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2021: the follow information were updated lawyer's reporter, patient's details, pregnancy yes, pregnancy information, lot number, pelvic pain female, abdominal pain, back pain, genital bleeding, pregnancy with contraceptive device, device ineffective, perforation of organ, uterine perforation, fallopian tube perforation, allergic reaction, autoimmune disorder nos, headache, chronic fatigue, weight fluctuation, hair loss, tooth loss, depression, anxiety, mood swing, medical device removal was deleted and added as non-drug treatment on pelvic pain female, amendment consumer's reporter and patient's information. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('uterine perforation') and perforation ('perforation other organs') in a 44-year-old female patient who had essure (batch no. 50688851, 50686226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), fallopian tube perforation (seriousness criteria hospitalization and medically significant), uterine perforation (seriousness criteria hospitalization and medically significant), perforation (seriousness criteria hospitalization and medically significant), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("genital bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood swings ("mood swing"), anxiety ("anxiety / mental anguish"), the first episode of depression ("depression") and the second episode of depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood swings and the last episode of depression outcome was unknown and the anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood swings, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation, weight fluctuation, the first episode of depression and the second episode of depression to be related to essure. Lot number: 50686226, manufacturing date: 2012-09, and expiration date: 2015-09. Lot number: 50688851, manufacturing date: 2012-09, and expiration date: 2015-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("fallopian tube perforation"), uterine perforation ("uterine perforation") and perforation ("perforation other organs") in a 44 year-old female patient who had essure inserted (lot no. 50688851, 50686226) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). The patient had a medical history of hypertension, asthma, ganglion cyst, paraesthesia hand, palpitations, tachycardia, tendonitis, gerd, anxiety, pain in hip, hypothyroidism, depression, chronic back pain, degenerative disc disease, fibromyalgia, tachycardia and cesarean section. Non-smoker non- drug use. Previously administered products included: mirena. Concurrent conditions were listed as chronic back pain, prolonged periods, depression, fatigue, left lower quadrant pain, abdominal cramp, menometrorrhagia, menorrhagia and pelvic pain female. Concomitant products included ativan (lorazepam), naproxen (naproxen sodium), synthroid (levothyroxine sodium), nexium (esomeprazole magnesium) and venlafaxine (venlafaxine hydrochloride). On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation, disability and intervention required), fallopian tube perforation (seriousness criteria hospitalisation and medically important), uterine perforation (seriousness criteria hospitalisation and medically important), perforation (seriousness criteria hospitalisation and medically important), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("genital bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood swings ("mood swing"), anxiety ("anxiety / mental anguish"), a first episode of depression ("depression") and a second episode of depression ("depression"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on 29-oct-2018 at the time of the report, the anxiety had not resolved. The outcomes for pelvic pain, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood swings and the last episode of depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, the first episode of depression, the second episode of depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood swings, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: three coils were seen at the end on the left hand side. The right hand tube was a little bit more difficult to see. We initially tried to pass a device, but it coiled within the uterine cavity and it was removed. Subsequently, we were able to pass a second device through the ostia to the black mark. Left side 0 coils noted. Right side coils noted 2. Diagnostic results (normal ranges are provided in parenthesis if available): [echocardiogram] on (B)(6) 2017: a complete two dimensional transthoracic echocardiogram was performed (2d, m-mode. Doppler and color flow doppler). This was essentially a normal study. L. Left ventricular systolic function is normal with an ejection fraction of 65%. There are no regional wall motion abnormalities noted. 2. There are no significant valvular abnormalities. [Hysterosalpingogram] on (B)(6) 2013: the uterine cavity appears smooth in outline. Post-essure placement, there is no evidence of filling of the fallopian tube [magnetic resonance imaging] on (B)(6) 2015: impression the sonographic finding in the posterior aspect of the right lobe of the liver is a her angioma. The liver is also diffusely fatty infiltrated [pathology test] on (B)(6) 2018: diagnosis: bilateral fallopian tubes, salpingectomy: -full circumferential sections of fallopian tube x2 -negative for dysplasia or carcinoma x2 microscopic description: both fallopian tubes show benign, ciliated epithelium at the fimbriated ends, and within the tubes. Benign paratubal cysts are identified. A foreign body reaction with fibrosis is seen within 1 of the tubes, likely due to the essure coil insertion. Gross description: the specimen is received in a formalin-filled container labelled with the patient's addressograph and "bilateral fallopian tubes and essure coils the specimen consists of two unoriented fallopian tubes. The longer of the two {5.2 cm in length and up to 0.8 cm in greatest diameter) has an essure coil within which is visible at its proximal end. The fimbriated end and multiple paratubal cysts are noted. In the shorter of the two fallopian tubes (3.5 cm in length and up to 1.0 cm in greatest diameter), the fimbriated end is not easily identifiable. There appears to be an impression of a surgical instrument on the end and no obvious fimbriae are visible. There are multiple paratubal cysts. On sectioning an essure coil is present within the shorter tube. One essure coil is free floating within the specimen. [Pregnancy test] (date unknown): negative [ultrasound scan] on (B)(6) 2015: bilateral essure wlt1;1a noted in the right and left hemipelvis. Small round calcifications lower pelvis likely phleboliths [ultrasound thyroid] on (B)(6) 2017: unchanged probable benign multinodular goiter. A followup ultrasound is recommended in 6 months' time [x-ray of pelvis and hip] on (B)(6) 2017: findings: pelvic bones and proximal femora are intact with no fracture or malalignment. The left hip joint is well-maintained. Bilateral essure devices are noted lot number: 50686226 manufacturing date: 2012-09 expiration date: 2015-09 lot number: 50688851 manufacturing date: 2012-09 expiration date: 2015-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: medical record received. Lab data including surgical pathology report added. Medical history, concomitant drugs, concomitant conditions are added. Reporter causality comment updated. Patient information & new reporters were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.